Event description:
It was reported that cardiac perforation, pericardial effusion and cardiac tamponade occurred. An atrial fibrillation ablation and a left atrial appendage (laa) closure procedure were performed, a 27mm watchman flx pro closure device was implanted on 06-jan-2026. The patient accumulated blood in the pericardial sac approximately 24 hours after the procedure resulting in cardiac tamponade. Cardiopulmonary resuscitation (CPR) and pericardiocentesis was required before being taken to the operating room (or) for surgery. In the or, an anchor was discovered perforated through the base of the laa from the closure device. The closure device was surgically removed on (B)(6) 2026, and the appendage was ligated. The patient was discharged on (B)(6) 2026. It was further reported that there was one (1) recapture and redeployment prior to release. The appendage was somewhat shallow in that it was a posterior wing which had minimal depth before cutting inferior. Due to ongoing bleeding with the drain in place, the patient was taken urgently to the or for exploration. It was further reported that a computed tomography (CT) of the closure device was performed and the anchors of the closure device looked normal.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received.

Manufacturer narrative:
A3a patient sex, a3b patient gender, a4 patient weight, a6 patient race: updated with additional information received. B5 describe event or problem: updated with additional information received.

Event description:
It was reported that cardiac perforation, pericardial effusion and cardiac tamponade occurred. An atrial fibrillation ablation and a left atrial appendage (laa) closure procedure were performed, a 27mm watchman flx pro closure device was implanted on (B)(6) 2026. The patient accumulated blood in the pericardial sac approximately 24 hours after the procedure resulting in cardiac tamponade. Cardiopulmonary resuscitation (CPR) and pericardiocentesis was required before being taken to the operating room (or) for surgery. In the or, an anchor was discovered perforated through the base of the laa from the closure device. The closure device was surgically removed on (B)(6) 2026, and the appendage was ligated. The patient was discharged on (B)(6) 2026. It was further reported that there was one (1) recapture and redeployment prior to release. The appendage was somewhat shallow in that it was a posterior wing which had minimal depth before cutting inferior. Due to ongoing bleeding with the drain in place, the patient was taken urgently to the or for exploration.

Event description:
It was reported that cardiac perforation, pericardial effusion and cardiac tamponade occurred. An atrial fibrillation ablation and a left atrial appendage (laa) closure procedure were performed, a 27mm watchman flx pro closure device was implanted on (B)(6) 2026. The patient accumulated blood in the pericardial sac approximately 24 hours after the procedure resulting in cardiac tamponade. Cardiopulmonary resuscitation (CPR) and pericardiocentesis was required before being taken to the operating room (or) for surgery. In the or, an anchor was discovered perforated through the base of the laa from the closure device. The closure device was surgically removed on (B)(6) 2026, and the appendage was ligated. The patient was discharged on (B)(6) 2026.